Event description:
An endurant ii was intended to be implanted during a secondary endovascular procedure to extended another stent graft. It was confirmed that the device being extended was a medtronic device (model enlw1616c124e, sn (B)(4)) it was extended due to common iliac enlargement and type 1b endoleak. As per the physician the cause of the event could not be determined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.